Event description:
It was reported that, when the surgeon removed the tasp, a piece of it fractured off. Nothing fell into the patient, and they were able to finish the surgery without any delay. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Report source- (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 h6: proposed component (annex g) code is mechanical (g04) - provisional bottom no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.